Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted and unknown delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 health effect - clinical code: code 1888 removed. H6 health effect - impact code: code 4648 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer septal occluder was chosen for implant utilizing an abbott delivery system. During deployment attempt, a cobra head deformation was observed. Blood loss was noted during the procedure. There was no interaction with cardiac structures, and no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. The patient's status was reported as stable. The procedure was aborted with no device implanted.